Manufacturer narrative:
H.6. Investigation summary: material #: 368843. Lot/batch #: 2116230. Bd received 50 samples for investigation. The samples were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Draw volume testing was conducted and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® k2e 3.6mg plus blood collection tubes there was underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "according to the customer's report, the tube did not draw up to the line.".